Manufacturer narrative:
Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product expected, not yet received.

Event description:
It was reported that the during the initial knee procedure the tibial articular surface provisional was fractured while trying to assemble on the back table. No adverse events have been reported as a result of the malfunction.